Event description:
The facility indicated the brake pedal was migrating out of the brake position when pressure was applied to the side of the bed. This occurred after the correction (internally known as mod 373) was performed.

Manufacturer narrative:
The hill-rom technician indicated the brake detent was defective; causing the brake pedal to migrate out of the brake position. This occurred after the correction (internally known as mod 373) was performed. The defective detent was returned to hill-rom, analysis is ongoing.